Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty twisting a connector during device use, and customer care provided troubleshooting education to twist more firmly and use pliers if necessary; blood glucose was reported as unaffected and there were no alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status and no interruption of therapy. Investigation included technical support troubleshooting and education provided remotely. Investigation of this case revealed a handling issue with the connector without evidence of device malfunction or component damage. It was concluded, based on previously established findings for similar reports, that the cause was user handling during connection.